Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patients pc displayed the message and unsure when they saw the message. Patient lost therapy approximately in (B)(6) 2022 .as such surgical intervention is expected to take place to address the issue. No further information available..

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
A system displaying ¿end of life¿ message was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.